Manufacturer narrative:
(B)(4). Eval summary: during product eval, the channel select button on the pump head module (phm) keypad that does not work was discovered. The assignable cause was not identified in the eval; however, the phm keypad was replaced to fix the problem. The pump was tested per procedure and returned to customer within specification. This issue is currently being investigated under CAPA-(B)(4).

Event description:
The device was returned to baxter for service. During testing, the baxter technician reported that the channel select button on the pump head module (phm) keypad does not work. There was no pt injury or medical intervention necessary. No additional info is available.